Manufacturer narrative:
1. The customer returned 2 photos and 5 defective samples. 1-the photos show blood oozing from the end of the septum. 2-the defective samples show that there are blood stains at the end of the septum, no signs of leakage at the connection between the septum and the catheter hub, and the pinhole of the septum is closed. Please see the attached photos. 2. DHR/bhr review lot#4081458 1-this batch of products were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate the leakage at the septum 3. As the plant received similar complaints from other batches of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the production process. The returned photos and returned samples show blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause,

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at septum. The product returns blood back to the outside of the isolation plug after puncture. Samples can be returned, photos available. No green claims, complaint response letter and acceptance letter required.